Event description:
It was reported that when using the bd pyxis¿ medbank tower when the user tried to issue lorazepam bottle, the key was not opening to issue the item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when attempting to issue the lorazepam bottle, the key never opened to retrieve the item. A technical support specialist (tss) was able to return the key and customer successfully was able to issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.